Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. Automated impella controller (aic) failed to detect the purge cassette during use of the device. A new cassette and new aic were used. Additional information noted that the care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The product was returned and the aic - purge disc/flag issues was confirmed. The console was tested after arriving in fs. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. This report is being filed as part of a retrospective review of historical records.